Manufacturer narrative:
A pump was received for evaluation. The device was visually inspected and was in excellent condition. Functional testing was conducted, and no fault was found. The issue could not be duplicated. The device operated within specifications. The root cause of the reported issue is unknown. No causes or potential causes to the customer's reported problem were found during the device history record review. The battery pack was replaced, and preventive maintenance was performed on the device.

Event description:
It was reported that a system failure occurred with the device out of box, and the battery was not working. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08468 is no longer considered reportable, please disregard any MDR reports associated with it.